Event description:
The ge oec 9800 fluoroscopy system displayed the interlocks open error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and found an open fuse on the ps2 power supply. It was noted that moisture was present at the interconnect lemo receptacle. Both the lemo receptacle and the interconnect cable were replaced. The fuse was also replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.